Manufacturer narrative:
The insulin pump was unable to prime during prime test due to faulty force sensor resistor. The device passed the rewind, basic occlusion, and displacement test. The device had bleeding lcd, minor scratches on the display window, and cracked reservoir tube lip.

Event description:
Customer reported via phone call, the insulin pump kept alarming motor error during bolus. Customer's blood glucose was 200 mg/dl. Troubleshooting was performed. The device was not exposed to an MRI. Customer doesn't use the sensor feature and was able to complete the rewind sequence. Customer was advised to discontinue use of the device, revert to back up plan, and device need to be replaced. He agreed to return the device for further analysis.